Manufacturer narrative:
D3, h6: updated. D9: (B)(6) 2026. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was not able to be confirmed. A root cause was unable to be confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had inaccurate flow rate. There was unknown patient involvement, and no patient harm reported.